Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-mar-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for eval: no. Mfg date: 02-oct-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), high thresholds, no capture and unstable positioning were observed. After multiple unsuccessful implant attempts the operator reported the loss of a steerability of the delivery system. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Section d information references the main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys, return date: 28-feb-2020, device returned to MFR. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system. Other relevant device(s) are: micra, model #: mc1vr01-delsys, return date: 28-feb-2020. (B)(4). If information is provided in the future, a supplemental report will be issued.